Event description:
The health care professional reported that the pt was seen by the surgeon on 12/20/1996. At that time the receiver/stimulator had begun to extrude. The pt was explanted. Due to the pt's other medical problems (kidney failure) it has not been decided whether he will be reimplanted. The health care professional has been informed that the explanted device should be returned to cochlear corporation.